Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The cannula was visible but not entirely when the pod was removed, indicating a needle mechanism failure. The patient's glucose level was reached 425 mg/dl. The pod was worn between 5 and 24 hours. As treatment, the patient did a correction bolus and new pod was placed.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. The device was deactivated at 3725 pulses. No damages or defects were observed that would result in a needle mechanism failure. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 19.6 mm in length, due to the damage to the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown. It did not contribute to the reported event.